Event description:
It was reported by medwatch report that the catheter was removed per rn. The pt was positioned in the supine position with the head of the bed slightly elevated. After removing the sutures, the pt was instructed to take a deep breath and not to breath out while the line was being removed. A gauze was placed over the insertion site while the line was being removed. No resistance was met while removing the line; the tip appeared intact and normal. Pressure was applied for approx five minutes after the line was removed. Pt began coughing and pressure dressing applied. Pt became short of breath and the rapid response team was called. The pt was transferred to the intensive care unit. Pt deteriorated over the course of eleven hours and was unstable throughout the day. Eventually, the pt coded and expired later that evening. Conclusion: air emboli.

Manufacturer narrative:
Sample will not be returned for evaluation.